Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was visually inspected and a hole was found in the packaging. The complaint was confirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The damage to the sealing is consistent with stress placed on the packaging due to rough handling.